Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image is displayed immediately after connecting the scope, but it stops displaying (no image) once the scope information appeared, during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.